Event description:
It was reported that when removing the scissors, the plastic of the scissors broke. The break was at the junction between the sheath and the scissors. There was no reported patient impact.

Manufacturer narrative:
Concomitant medical products: tube: (B)(4); lot: 201202mf2; manufacture date: february 2012. Handle: (B)(4); lot: 201202mf1; manufacture date: february 2012. (B)(4). Results is mechanical shock problem. The complaint device (scissors) were evaluated. The plastic protection was broken. The plastic protection was probably broken during the removal of a non-microfrance metal trocar. The removal has probably been done in a non-straight way and the breakage is the consequence of the chock with the edge of the trocar. As indicated on our IFU, we recommend the use of microfrance trocars. We also recommend to remove the instruments from the trocars in a straight and rotative way. The tube and the handle were also returned. There was no alleged issue against these devices and evaluation found them to be within specification and have no issues. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).